Event description:
Per dealer, the left side frame is bent, please have unit looked at to see if it is physical damage to the rollator, if it is determined physical damage and no credit is provided, the dealer would like the rollator back, please do not dispose, return to sender. Also both brakes are showing some wear. Lot # ks130822. Per dealer unit was sold to end user in (B)(6) 2014.